Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30 degree endoscope plus and replicated and confirmed the customer reported complaint of gears sticking. There was a camera instrument adapter defect. The 30 degree endoscope plus was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing to confirm binding.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the endoscope does not rotate fully, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the 30-degree endoscope would not fully rotate and would get stick. The customer suspected an issue with gears. There was no report of patient involvement. Intuitive surgical, inc. (Isi) has made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.